Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the handle could be fully squeezed, but malformed stapling occurred. The staples did not stay on tissue, they came off of the tissue. Squeezing handle might by stiff. Additional manual suturing was done. Surgery time was extended more than 30 minutes.